Event description:
On 07/29/2025, the user¿s daughter reported that the connector was not staying attached to the pump. The user was walked through reattaching the connector, and it was reported to be functioning properly. Blood glucose was not affected.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.